Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4): generator had low output. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an endostat iii electrosurgical generator was used during a sphincterotomy in the ampulla procedure on (B)(6) 2012. According to the complainant, this procedure calls for 25 watts of energy to heat up the sphinctertome; however they have to increase to 40 watts to complete the procedure. It was reported that they were in either blend or coag mode. They brought down another non-bsc generator and tried to hook up the foot switch to it but it did not work (as the footswitch is not compatible with other generators), so they attached the footswitch back to the bsc generator and completed the procedure on the higher wattage. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable. Following the procedure, the generator was tested the generator following the procedure is all modes and found no issue were detected with the device.